Event description:
A nurse reported that an ophthalmic system exhibited no cutting. The scheduled surgery was vitreo-retinal surgery. Patient impact has not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).